Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. The product has not been returned for evaluation. No testing methods performed.

Event description:
It was reported the handpiece was running hot. There was no report of patient impact.